Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. This was noticed when pt attempted to bolus one week prior to report. Down button has continued to work intermittently but is getting worse. Up button continues to function as intended. Pt has used this infusion device since (B)(6) 2008, and boluses approx 4 times per day. Down button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.